Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable pump won't run alarm and air reported in tubing. It was reported that the patient arrived home and pump began to alarm, and the pump settings was reviewed, and tubing clamped. Then the pump cassette was removed, and tubing massaged, where few bubbles noted in cassette tubing. The pump cassette attached, and alarm returned upon start up. Therefore, the pump turned off and patient will call for further assistance. No patient injury reported.